Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler and cycler set. Additionally, there was no allegation of a device malfunction or deficiency or cycler set defect reported for this event. All patients are at risk of infection during dialysis due to a compromised immune system and dialysis techniques increasing the potential for microbial contamination. Furthermore, it is documented that most cases of pd related peritonitis is the result of touch contamination or a breach in the sterile technique where the patient or their caregiver inadvertently touch the connections to the pd catheter. The catheter provides a portal of entry for organisms into the normally sterile peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius customer service (cs) and reported being informed that a peritoneal dialysis (pd) patient of theirs was hospitalized with peritonitis. Details pertaining to the peritonitis event and hospitalization were unavailable due to the pd clinic not receiving any medical records. However, confirmation was given that the patient was discharged from the hospital two days after being admitted. The patient was completing back-up in-center hemodialysis (hd) due to a non-functioning pd catheter (not a fresenius product). The pd catheter had not been replaced to date. The cause for the patient's peritonitis is unknown. Multiple attempts have been made to obtain additional information and at this time, no further details have been provided.